Event description:
Pt post coronary angioplasty and on heparin IV therapy. In follow up to this, blood work was drawn, a ptt level at 1530. Level reported as 110.2 seconds. Heparin IV was turned off. Lab ptt repeated at 2042 and reported as greater than 160 seconds. Corrected lab values were reported as 6819 and 5512. Heparin was resumed when correct results reported. Pt did well.